Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage & difficult/unable to operate on lot # 9057841. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were not able to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no. 320109, batch no. 9057841. It was reported that consumer thinks the needle did not dispense fully into skin. Fluid stayed on skin. Consumer explained she did not know to remove the inner shield. Advised consumer to save the sample. Consumer stated she uses the victoza pen and wanted to know if this needle designed to fit this pen. She has called the insulin company and sent her the replacement, same thing happened with the new pen as well. Explained consumer bd pen needle are universal fit, it is compatibility with the victoza pen. Consumer uses new pen needle each time of her injection, she visually tests the non patient end of the pen needle. She cannot do the priming with her victoza since it has only 3 unit scale set ups. .06 is what she uses it for. Consumer was not sure about patient end of the needle and when she opened it with my instruction she noticed she was not removing her inner shield. She responded she was not aware of it and the pharmacist who showed her did not explain her about removing the inner shield. She stated in this case, nothing is wrong with the pen needle. Advised consumer to visually test the patient end needle as well and not to over tighten the pen needle during attachment. Offered to send the voucher.